Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 334 mg/dl which was treated with the insulin pump and a low blood glucose level of 49 mg/dl which was treated with carbohydrates. The customer complained about the sensors taking a full day to get into auto mode. Customer stated that the insulin pump would frequently ask for blood glucose calibrations before going into auto mode. It was advised that it could be turned off. Troubleshooting was declined. Blood glucose at the time of the call was 180 mg/dl. The insulin pump will not be returned for analysis.